Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose. The customer reported that the belt clip was popped off and insulin pump fell off and bus ran over it and due to customer not having his insulin pump, blood glucose was 400 mg/dl. Insulin pump will be returned for analysis.